Manufacturer narrative:
One used device was returned for evaluation. The visual inspection showed the sample to be in good condition. During testing the device cuff was inflated with no issues observed; the cuff remained inflated with no obvious leakage. The inflated device was then submerged in a water bath and further checked for leaks. No leakage was found during testing and the device was found to operate as specified.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 7 days in situ. Replacement was required. No incident related medical sequela was reported.